Event description:
Additional information was received: it was reported that the cause of the high impedances was not determined. There were no actions /interventions taken yet to resolve the high impedances. The infection was addressed surgically, and the patient was doing well. The high impedances were not resolved, but the infection was. The surgeon would operate to seek point of problem if the neurologist was not able to address the reduced therapeutic efficacy through programming.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 64002, lot#/serial#: (B)(6), implanted: (B)(6) 2011, product type: adapter. Product ID: 3389s-40, lot#: serial# implanted: (B)(6) 2009 product type lead product ID 3389s-40 lot# v266792 serial# implanted: (B)(6) 2009 product type lead product ID 7482a40 lot# serial# nhu160126v implanted: (B)(6) 2007 product type extension product ID 3389s-40 lot# v046231 (B)(6) 2007 product type lead product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2007 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n259782, implanted: (B)(6) 2011, product type: adapter. Product ID: 3389s-40, lot# v266792 , implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v266792, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v046231, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(6) nhu160045v, implanted: (B)(6) 2007, product type: extension. . Other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4), ubd: 07-jul-2014, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-oct-2011, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-oct-2011, UDI#: 00613994474742 ; product ID: 7482a40, serial/lot #: nhu160126v, ubd: 10-aug-2011, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-feb-2010, UDI#: (B)(4); product ID: 7482a40, serial/lot #: (B)(4), ubd: 09-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high electrode impedances. There was reduced therapeutic efficacy. The impedances were discovered at surgery for infected pocket area. No actions have been performed yet and the surgeon will operate to seek point of problem if neurologist is not able to address the reduced therapeutic efficacy through programming. The issue was not resolved at the time of report. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported rtn impedances all resolved at 3.0v except for #7 (2,480) which was barely out of range. The surgeon decided the system was fine as is and opted to no intervene surgically.